Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2007. (B)(4).